Event description:
Health professional reported an alleged lap-band "leak" in the "middle of rounded part of the band where the balloon and hard part meet at the seam." The event was first noted when the pt reported a lack of restriction. The physician noted that the pt has "gastritis and duodenitis" that are not related to the lap-band device and the pt does not have an infection. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."